Event description:
Event date: 2024-01-23: clinic noted a slow rise in rvcoil and svc coil impedances. Data reviewed noting the slow rise appears consistent with mineralization of the rvcoil. Svc lead impedance warning on (B)(6) 2024. Rv defib lead impedance warning on (B)(6) 2024.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).